Event description:
It was reported that a guidewire detachment occurred. A rotawire was selected for use. During removal of the burr, it was noted that the dynaglide speed could not be reduced and remained at 100k rpm. A break in the guidewire was observed and a snare was used to remove the device fragment. The procedure was completed. There was no patient complications reported.